Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the battery cap was damaged and could not be removed from the pump. This complaint is being reported because the reported battery cap issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Additional information: customer technical support followed up with the reporter on (B)(6) 2014. The reporter noted that he was able to remove the battery cap and found that the battery cap threads were stripped. The reporter noted that there was no damage to the pump casing.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.